Manufacturer narrative:
Additional analysis of the catheter n114857007 revealed that the occlusion likely did not occur from the tear/coring at the sc cup connector.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter (B)(4) revealed a hole or tear in the catheter body caused by the catheter connector pin. During the pressure testing a leak was revealed. The technician inspected the segment under the scope and noticed a hole. The hole is located 8.5 cm away from the pump connector. The hole was discovered over the catheter connector pin barb. It was found underneath the strain relief sleeve. The hole was likely caused by the pin connector poking through. Also of note, there were indentation cuts or tears into the sealing surface of the sc cup connector. Dispensing holes were inspected before decontamination. No evidence of foreign material seen in dispensing holes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the patient had an x-ray of their vp shunt on (B)(6) 2013, and an obstruction in the 'back area' of the pump was noted. The patient had gone to their clinic that day due to 'terrible pain,' and the patient had been going to their clinic once a month for the past 4 to 5 months due to pain, and pressure all over their head. The patient noted a low spinal fluid pressure headache. The patient was told by their physician that the obstruction resulted in them not getting their medication and 'if the obstruction were to suddenly clear, they may be overdosed.' The patient had planned to leave for a week-long vacation and wanted to know if the obstruction was serious so that he should not go on his vacation. The patient was redirected to their physician for medical direction. The patient noted taking oral morphine and dilaudid, but that when the pain got too intense, the patient would black out. The pump was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.